Event description:
It was reported that as the surgeon was trying to remove the insertion wrench from the lag screw he pulled the screw partially out of the pt's femur before the wrench disengaged from the screw.